Event description:
A pump reported an alarm while in use, but there was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. The pump was confirmed to be under warranty, and the customer had previously reported similar issues with this pump. Technical support decided to replace the pump and confirmed the shipping address. The customer was knowledgeable in putting the pump into storage mode and was instructed to return the faulty pump using a pre-paid label within ten days. In the meantime, the customer opted to use mdi as a backup therapy to ensure continuous insulin delivery.